Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the device could not be interrogated.

Manufacturer narrative:
The cause of the reported loss of communication could not be determined.